Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, 11.50/+2.5/174 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2021. The report was lens rotation not associated to a low vault and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Race: unk. Ethnicity: unk. Race: unk. Explant date: unk. Claim #: (B)(4).